Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the e 200 generator had experienced three faults and had been restarted three times. The tse reviewed the system logs and confirmed error 25952. The tse then advised the staff to bring in and use a backup e 200 generator; however, the staff indicated they were unable to do so at that time and would continue working through the error, with plans to call back later for assistance in connecting the backup generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed robotically using backup e-200 generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The e-200 generator has been returned and evaluated by the failure analysis (fa) team. In artemis, error 25952 was identified, aligning with the reported issue. Confirming that the fault occurred in the field. 25952 - the energy controller(pgc) on the e-200 detected hardware failure and cannot be continued. With p1 node of 12311. Visual inspection, no damage was observed related to the reported event. Per e-200 testing matrix, the unit passed all required tests. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.